Manufacturer narrative:
The account found the side rail end tube and hardware is damaged. The account replaced the side rail end tube, should screw and nut and the ratchet rivet to resolve the issue.

Event description:
The account alleged the side rail does not latch. No pt impact.